Event description:
Caller states the patient tested 562 mg/dl and 316 mg/dl on the inform ii system while a comparison lab returned as 214 mg/dl within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the test strips are no longer available; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.